Manufacturer narrative:
Based on further information received, the system alerted the user regarding poor signal quality. If a machine alarms, the clinician is alerted of a potential issue and will trigger the clinician to conduct routine trouble shooting. In this case there was a visual and audible alert in the form of the signal quality index (sqi) advising the user of a poor signal, therefore there is minimal risk of injury as the user would typically commence the troubleshooting process. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.

Event description:
As reported, during use in patient of this hemosphere oximetry cable, the svo2 (venous oxygen saturation) values started to decrease suddenly within a few seconds from normal range values between 50 and 70% to about 30%. No error messages were displayed and the patient was not treated according to this decreasing values. No problem was noticed during in vitro calibration. There was no allegation of patient injury. The device was not available for evaluation.

Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.